Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler was able to fire but stopped halfway. It was stated that there were left unformed staples behind and extra buttress material. Another reload was fired to transect extra buttress material left. There was no patient injury.